Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on helix mechanism and on/in the proximal conductor (not obstructed). The outer insulation was breached due to a cut and there was apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.